Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device information, report source and premarket (510k) number are unknown. No product information has been provided to date. Operator of device is unknown. Lot number provided did not produce a manufacturing or expiration date.

Event description:
It was reported that the bolus cord is not working. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found no physical damage on the cord or the handle but the lemo connector connection to the pump was rotating indication internal wire break. There was no evidence of the error in the event history log. The customer reported problem was duplicated during the investigation; the connected remote dose cord was not detected by the pump and the led indicator on the remote dose cord was not illuminated. The cause of the damage was traced to the customer/user interface. Item is a purchased finished good, the device history record is at the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).